Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and it was found that the balloon ruptured vertically at the tip. The procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good.